Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be implanted. After several positioning attempts, the helix became stuck and would not extend. Another lead of the same model was tried, with the same issue observed. A non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present in the helix housing and confirmed via x-ray that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to retract the helix.